Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was 134 mg/dl. Customer tried the 3 different fresh new batteries and did the troubleshooting still unable to turn on. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the display did not return after insulin pump restart. The device will return for the analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.